Manufacturer narrative:
(B)(4).

Event description:
It was reported that a flogard infusion alarmed f-49. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A review of the alarm log identified the f-49 alarm. A visual inspection and functional testing were performed. The cause of the reported condition was determined to be a damaged computer processing unit (cpu) printed circuit board (pcb). The cpu pcb assembly was replaced to fix the problem. The pump passed all testing and was returned to the customer in working order.